Event description:
It has been reported that the facility had an incident involving an ed patient who somehow amputated part of her index finger while in the ed.

Manufacturer narrative:
Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.